Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) contacted the customer who claimed that the system hardly started up. They also noted that the bios battery for the system was dead, and the customer needed to manually boot up the suite pc. A philips field service engineer (fse) contacted the customer and confirmed that the system could not enter the user interface. Troubleshooting determined that the system software had crashed and needed to be reinstalled. The fse reinstalled the system software. After these repairs were done by the fse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.